Event description:
It was reported that the patient experienced supraventricular tachycardia (svt) and was started on digoxin on (B)(6) 2021. It was additionally reported on (B)(6) 2022 that the patient was asymptomatic during the event and that the patient's svt was not pre-existing prior to ventricular assist device (vad) therapy. The patient's svt was intermittent and the patient had been discharged on daily digoxin. The event reportedly resolved with sequelae on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct relationship between the device and the reported supraventricular tachycardia could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported. The heartmate 3 lvas IFU, rev. C is currently available. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Review of the device history records showed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.